Manufacturer narrative:
The complaint of chemo drug leaking from the filter vent could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, and rework documentation was found on a convertible piercing pin assembly with non-dehp sight chamber and filter vent cap (for 0.138 o.d. Tubing) for lot# 9551776. The latest rework was noted to be inspecting for leaks at 200%. The amount of nonconforming product did not meet the nc trigger requirement. Based on this without the return of the set the relevance of the found reworks to this complaint cannot be determined.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The device involved a primary plumset, pe lined tubing, 107 inch where the customer reported a chemo drug leaked from filter vent during infusion. There was patient involvement and unknown patient harm.